Event description:
It was reported there were low impedances. Impedance measurements between electrodes 0 and 3 were 61 ohms. The device was programmed around the low impedances and the issue resolved without sequela.

Manufacturer narrative:
Lead: model 3391s-40, lot #v159340, implanted: (B)(6) 2009. Extension: model 7482a51, serial #(B)(4), implanted: (B)(6) 2009.